Event description:
Reportable based on device analysis completed on 06nov2025 it was reported that device kinked and difficult to cross lesion occurred. The target lesion was located in the carotid artery. A 190 cm filterwire was selected for use. During the procedure, when the guiding wire of the filterwire tried to cross the target lesion, a resistance was noted. After withdrawing the guiding wire, it was found that the tip of the guiding wire was bent and damaged. The procedure was completed with another of the same device and there were no patient complications as a result of this event. However, returned device analysis revealed a spring tip detached,

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR: the filterwire was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in the deployed state. The retrieval sheath was returned. The spring tip was kinked, unraveled, stretched, and detached.